Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. It was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that when the needle was retracted a click was heard but a portion of the needle remained exposed. It was also informing that the needle had similar failure to fully engage safely. Both situations resulted in clinician's needle sticks.